Event description:
This spontaneous case through social media describes the occurrence of medical device removal ("more than 30,000 women have undergone surgery") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pain ("some users report adverse and unbearable effects, such as pain throughout the body, headaches and fatigue"), headache ("some users report adverse and unbearable effects, such as pain throughout the body, headaches and fatigue") and fatigue ("some users report adverse and unbearable effects, such as pain throughout the body, headaches and fatigue") and underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, headache, medical device removal and pain to be related to essure administration. The reporter commented: six years after bayer's essure implants were banned from the market, a national register of victims' symptoms has been set up in order to communicate about the problem. More than 30,000 women have undergone surgery to remove this implant that causes serious adverse effects. It was the miracle contraception, definitive, a priori without risk, an implant that is placed near the uterus, used in france by nearly 200,000 people: essure implants. However, certain users report adverse and unbearable effects, such as pain throughout the body, headaches, fatigue, etc. In 2017, the essure implant was banned by the french national agency for medicines and health products safety. A year later, bayer stopped. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of medical device removal ("more than 30,000 women have undergone surgery") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pain ("some users report adverse and unbearable effects, such as pain throughout the body, headaches and fatigue"), headache ("some users report adverse and unbearable effects, such as pain throughout the body, headaches and fatigue") and fatigue ("some users report adverse and unbearable effects, such as pain throughout the body, headaches and fatigue") and underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, headache, medical device removal and pain to be related to essure administration. The reporter commented: six years after bayer's essure implants were banned from the market, a national register of victims' symptoms has been set up in order to communicate about the problem. More than 30,000 women have undergone surgery to remove this implant that causes serious adverse effects. It was the miracle contraception, definitive, a priori without risk, an implant that is placed near the uterus, used in france by nearly 200,000 people: essure implants. However, certain users report adverse and unbearable effects, such as pain throughout the body, headaches, fatigue, etc. In 2017, the essure implant was banned by the french national agency for medicines and health products safety. A year later, bayer stopped. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.